Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6); product type accessory; product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for spinal pain indications. The patient requested assistance with android recovery reboot system now screen. After patient services (ps) resolved, the patient had 'inconsistent' issues connecting to their pump since implant. It was noted they close/reopen the myptm app when they were having difficulties connecting, and then were able to connect 'fast.' Ps assisted the patient in restarting myptm app and the communicator, and the patient was able to request/receive bolus due to not being able to connect earlier today. It was noted their shoulder was starting to hurt due to holding the communicator over their back where their pump was during troubleshooting. The patient mentioned handset usually hangs at 91%, and ps reviewed that was normal external device function.